Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose blood glucose. Customer's blood glucose was 860 mg/dl. The customer was treated with insulin drip. The customer was admitted to the hospital and still hospitalized. After the troubleshooting was done, customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised that the device is working. The customer was advised that she had to rewind and prime it to access the screen.